Event description:
It was reported that an allergic reaction occurred. A liberte stent was implanted and a possible nickel allergy occurred.

Manufacturer narrative:
If implanted, give date: 2009. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).